Manufacturer narrative:
The returned valve, was visually inspected under 8x magnification. As returned, the valve was crimped, but already removed from the delivery system. The remainder of the delivery system was not returned. Review of the crimped valve did not indicate any observable damage on the frame in either the anterior or posterior of the frame. Review of the crimped frame for potential incorrect expanded frame struts, and bent or damaged frame toward apex side did not indicate any such damage. A review of the crimper model which was utilized to apply the final crimp of the sapien xt valve was not possible as it was not returned to edwards for review. A potential review of the novaflex+ delivery system for non-conformances potentially leading up to the complaint indicated was not possible as it was not returned to edwards for review. The complaint could not be confirmed the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
It was reported that the valve dislodged from the novaflex+ delivery system inside the sheath, and was removed. When the novaflex+ delivery system was introduced into the sheath there was great difficulty advancing the delivery system. Under fluoro, it was noted that even with great force the delivery system could not be advanced; the valve was "stuck" in the mid portion of the sheath. The physician then tried to pull back the delivery system and observed that the system moved but the valve stayed stationary in the sheath. The team removed the sheath and the delivery system as a unit. Off the table it was discovered that the valve was no longer in the crimp zone and remained in the distal portion of the sheath. The team cut open the sheath to confirm that the valve was inside the sheath. A second sheath, novaflex+ delivery system, and 29mm valve were prepped. As the second delivery system was introduced it too would not pass the same area in the sheath. The physician then utilized a "push- pull " technique of manipulating the sheath while advancing the delivery system and successfully advanced the delivery system beyond the stricture. The valve was delivered without event. Per the site CT, the smallest vessel measurement was 8.4mm in the reia and per the 3mensio the smallest reia is 6.8 x 7.4mm. As reported, the patient had a history of prostate cancer and radiation; it is believed that the patient's retroperitoneal space was fibrotic and scarred due to the radiation therapy.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56. When additional information becomes available.